Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they interrogated the implantable neurostimulator (ins) prior to the case and the clinician programmer showed that it was charged to 100%. When the ins was interrogated and lead configurations were entered the message came up saying that the ins was discharged, "[...]charger battery now." The ins was interrogated again with the clinician programmer and it was showing that the device was fully charged but the lead configuration was not set. There were no symptoms reported as the device never came into contact with the patient. It was noted that the ins would be returned. This event occurred on (B)(6) 2016.

Manufacturer narrative:
Under analysis the ins was tested and the reported failures could not be verified. There were no error messages received, the ins battery was reported to be 100% charge, and the lead configuration was entered and retained. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.